Event description:
Dealer states the seat hinges on the van seat will not keep the seat in a recline position. He said it will recline, but will not stay back.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1141450, rev e was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.